Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080967) on 12-nov-2018. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("essure coils were noted to have migrated in to the uterine cavity") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for device expulsion and genital haemorrhage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2018: they were in proper position. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("essure coils were noted to have migrated in to the uterine cavity") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for device expulsion and genital haemorrhage with essure. The reporter commented: outcome intervention required was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2018: results: they were in proper position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.